Manufacturer narrative:
A CAPA investigation has indicated the following potential root causes to this problem: issue with needle shield device (nsd) activation could have been caused by connection of barcode label and the inner tube of the nsd that happens during sterilization process of samplers. Although the connection point is very small it creates issues with activating the safeguard. Adhesive material left on the sampler when applying the label is not completely removed by cleaning. Based on this information the following counter measures have been identified and will be implemented via the CAPA: the current label will be replaced by a new with a modified top coat material. The current cleaner will be replaced by a more efficient cleaner.

Event description:
A doctor, who was not used to handle the safepico needle shield device (nsd), had difficulty sliding the nsd. He did not slide the nsd and re-capped the needle cap loosely after aspirating. After that, he handed it to the nurse. The nurse tried to slide the nsd but got a needle stick in the hand.